Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 509 mg/dl. Customer did not take any actions to address bg. Additional information was not received. The customer declined further follow up from tandem technical support.